Manufacturer narrative:
Additional information was received that no return of product is intended. Without a return of product, this clinical observation cannot be confirmed nor denied. Should additional information become available, this event will be updated.

Manufacturer narrative:
When this lead has been returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that a latitude red alert was generated due to this right ventricular high displaying high out of range pace and shock impedance measurements. The device ventricular tachy mode was programmed to value other than monitor + therapy mode. A revision procedure was performed, this lead was removed and replaced. No adverse patient effects were reported.